Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 80 7mmx6cm powerflex pro balloon was inflated and ruptured intravascularly at 20 atmospheres (atm). When attempting to remove the balloon from the arteriovenous fistula, part of the ruptured balloon remained in the fistula. An attempt was made to remove the remaining part of the ruptured balloon with a lasso, however, the radiopaque marker remained in the fistula. A surgical approach was necessary to extract the piece of balloon from the fistula. The procedure was performed under local anesthesia, and the dose had to be increased. The intervention time was also increased from thirteen hours and forty-five minutes to sixteen hours. The radiation ¿brightness enhancer¿ was larger than expected and the contrast medium was increased. The patient is a dialysis patient. The patient was kept informed and stated to understand the situation. The patient remains a patient.

Manufacturer narrative:
As reported, a 7x60mm 80cm powerflex pro percutaneous transluminal angioplasty (pta) catheter balloon was inflated and ruptured intravascularly at 20 atmospheres (atm). When attempting to remove the balloon from the arteriovenous (av) fistula, part of the ruptured balloon remained in the fistula. An attempt was made to remove the remaining part of the ruptured balloon with a lasso, however, the radiopaque marker remained in the fistula. A surgical approach was necessary to extract the piece of balloon from the fistula. The procedure was performed under local anesthesia, and the dose had to be increased. The intervention time was also increased from thirteen hours and forty-five minutes to sixteen hours. The radiation ¿brightness enhancer¿ was larger than expected and the contrast medium was increased. The patient is a dialysis patient. The patient was kept informed and stated to understand the situation. The patient remains a patient. One non-sterile powerflexpro 7mm6cm 80 balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the powerflex unit received showed a balloon rupture and separation condition. The separated distal section of the balloon was received for analysis. However, the balloon¿s inner body was missing (not received for analysis). No other anomalies observed. Functional test was not performed on the device due to the separated condition of the unit received. Sem analysis was performed to the received separated pieces of the balloon unit to identify the possible root cause of the ruptured and separated condition. Sem results showed that the internal surface of the balloon did not present any evidence of damages. However, the external surface of the balloon presented evidence of scratch marks near the balloon¿s ruptured areas. It¿s very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have contributed to the balloon¿s axial burst and radial separation observed. No other anomalies were found during the analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿balloon burst above rbp¿ and "balloon separated in patient¿ were confirmed through analysis of the returned device. However, the exact cause of the balloon burst and separation found could not be conclusively determined during analysis. Based on the information available for review, lesions characteristics of the av fistula and procedural/handling factors (inflated above rated burst pressure) most likely contributed to the rupture and separation reported as evidenced by the scratch marks found at the area of rupture and separation during analysis. Additionally, the product engineering team was made aware of this event. Based on the conclusion which originated during the powerflex pro validation; the balloon anomalies listed could not be shown to be a direct cause of a premature balloon burst. Additional factors can be considered, such as external agents in contact with the balloon and applied pressure used during handling. The manufacturing process have the controls for identification of this kind of damages. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the product analysis nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, therefore, no corrective/preventive action will be taken at this time.